Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was able to upload normally but was missing a significant amount of data from the server, requiring a full synchronization. A technical support specialist (tss) performed full synchronization and failed initially. Later the synchronization was reperformed using file mode, after which the full synchronization completed successfully. Following completion, the station was confirmed to be fully synchronized and ready for use. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was unplugged for 30 days and was not communicating. However, there were no delays or adverse events or injuries reported based on this event.